Manufacturer narrative:
Approximate age of device - 2 years, 9 months. The manufacturer was unable to conduct an investigation of the device as the patient remains ongoing with the implanted device. However, the report of alarms and pump stoppages was confirmed based on the evaluation of the replaced portion of the percutaneous lead (lead) that was returned for evaluation. Approximately 10.5 inches of the external distal end of the percutaneous lead was returned for evaluation. The examination of the driveline found breakdown of the braided shield adjacent to the metal connector. Visual inspection of the wires found that the brown wire appeared pinched and crushed at the metal connector and the inner conductors were exposed. If the exposed conductors of the brown wire contacted the braided shield while the system was operating on the power module, the resulting electrical short to ground would have caused the reported alarms and pump stoppages. The observed wire damage appeared to be the result of mechanical damage. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced red heart and driveline disconnected alarms while on the power module. By manipulating the driveline, the patient was able to cause the alarms. The alarm did not reoccur when the patient was on batteries. The patient was asymptomatic. A submitted log file was reviewed by the manufacturer's technical services and 9 pump stoppage events were confirmed within approximately 8 days of data. All of the pump stoppages occurred while the patient was connected to the power module patient cable, indicating a possible driveline fracture causing a short to shield. An x-ray image revealed some shield stretching near the connector end. On (B)(6) 2015 technical services performed a percutaneous lead distal end repair.